Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the clip would not open and close. The physician completed the procedure with another of the same device with no pt complications. Pt is reported to be "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.